Event description:
Catheter placed in 2004, attempted to irrigate difficulty noted but some slight movement. Aspirate and irrigate when fluid noted a hab. Swabbed and checked line again and clear hub had blown off of yellow strain relief.